Manufacturer narrative:
On 1/4/2017 a review of the AED's electronic data files showed two possible events, (B)(6) 2016 and (B)(6) 2016, where the AED aborted shocks. Based on this initial review, we requested the customer to provide event and patient information for the possible rescue attempts. To date, no additional patient details have been provided. We have also requested that the AED and accessories be returned so they may be investigated. To date, no items have been received. The investigation is currently ongoing and no root cause is known.

Event description:
On (B)(6) 2016 a customer contacted us to report that in two separate occurrences their AED advised a shock and canceled it. They reported that in the most recent rescue, the unit was exposed to water during the rescue as it took place outside in the pouring rain. It was reported that the patient was not resuscitated. No additional event or patient information was provided.